Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving effective stimulation. Multiple attempts to reprogram have been unable to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.